Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving 1,000 mg/ml bupivacaine at a dose of 400 mg/day, 500 mcg/ml unknown baclofen at a dose of 200 mcg/day, and 30 mg/ml unknown morphine at a dose of 12 mg/day via an implantable infusion pump. It was reported that the patient was having a pump replacement due to normal elective replacement indicator (eri). During the replacement for normal eri the healthcare professional (hcp) was not able to aspirate the catheter so the hcp had to revise the pump portion of the catheter and ended up adding 66 cm to the existing 48 cm catheter for a total of 114 cm. A back table prime had been performed for the new pump and when the new pump was hooked up to the catheter they were able to aspirate. The rep wanted to know the volume to prime since the hcp had let the pump run for about 15 minutes at the programmed rate. The rep was advised to prime 0.2466 ml. No symptoms were reported and no further complications were expected or anticipated.